Manufacturer narrative:
Upon further evaluation, it was determined this event was inadvertently reported and is not reportable as the customer did not experience conflicting results. Hence, no further action will be taken regarding this MDR.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow covid-19 antigen self test. Per the consumer, the patient is fully vaccinated. No additional information, including patient treatment and outcome was provided.